Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported that there during the advanced evaluation, there was no response while testing with the lead. They switched out the lead for a new one and once a new lead was placed, they got responses. Diagnostics needed to be performed on the lead being returned. There was no patient medical history and the status of the patient at the time of report was "alive- no injury". The event occurred intra operative and the indication for use was urinary dysfunction/sacral nerve stimulation. Further follow- up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead (l/n va0tuzj) indicated no anomaly was found.